Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2019 that the patient was admitted for chronic sternal wound with suspicion of major infection. CT small fluid collection within the subcutaneous tissue of the anterior chest wall in the midline at the level of the inferior margin of sternum. Aerobic and anaerobic cultures were negative. Blood cultures negative x3 (B)(6) 2019 patient was discharged home stable condition. Type of treatments performed were hospitalization, surgery, changes to medication and parental antibiotics. No further information was provided.

Manufacturer narrative:
Investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. The patient had a chronic sternal wound with the suspicion of major infection and was admitted to the hospital. A CT scan was performed which showed a small fluid collection within the subcutaneous tissue of the anterior chest wall in the midline at the level of the inferior margin of sternum. Aerobic and anaerobic cultures were taken, both of which were negative. Three separate blood cultures were performed, which were also negative. The patient was treated with hospitalization, unknown surgery and changes to their medication and parental antibiotics. The patient was discharged home in stable condition on (B)(6) 2019. The patient remained ongoing on vad support until they experienced further infection related issues on (B)(6) 2019 (reported in MFR#2916596-2019-00842). Local, pump pocket and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.